Event description:
The customer reported that there was a communication failure error message. This error resulted in an intermittent loss of system functionality requiring a reboot. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5 vdc power supply connections to the generator interface board were evaluated and reseated. The power supply voltage was returned to the optimal operating voltage. The gib pcb coin battery was also replaced during the service event. The system was tested, found to be working as intended and returned to service.